Event description:
The customer contacted beckman coulter (bec) reporting that there was a diluent and cleaner leak of unknown volume under the laser area of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. There was no instrument generated error messages reported. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a torn tubing at the pinch valve vl16b causing a diluent leak. The fse replaced the tubing sheath sample line. The diluent leak was cleaned; all controls and test samples were within specification. Failure mode is related to torn tubing at vl46b. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).